Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Per additional info received, the pt has experienced third-degree rectocele, third-degree cystocele, and stress urinary incontinence.